Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope plus involved with the complaint and completed the failure analysis. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through the friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing. The camera instrument adapter was removed from the endoscope housing and found with endoscope's adapter shaft bearing contributing to friction. The complaint was confirmed by failure analysis. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was also found to have damage to the cable assembly and minor cuts to the cable insulation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The endoscope has not yet been returned to isi for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that the endoscope was spinning freely. When the customer put it on the machine, it would just spin on its own. There was no reported patient impact or harm.